Event description:
Healthcare professional reported "high grade capsular contracture with extracapsular rupture smooth round silicone implants" against a non-allergan breast implant. This record is for ti side. Device was explanted. 2560053. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).